Manufacturer narrative:
One device was returned for repair. No service record for the last 12 months. Review of event log found require to replace/reset filter. Visual and functional testing was performed and could not replicate the reported issue. The device passed all functional tests and the thermal cutout detection test. Preventative maintenance was performed to resolve the reported issue.

Event description:
It was reported that the devices' temperature level was exceeding the cut off limits from 37c degrees. The site noticed a flashing error alarm and immediately sent the device for testing. While testing, it was noticed that the temperature continually climbed past the set temperature as it exceeded past 63c degrees and overheated. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.